Manufacturer narrative:
Additional information received by smiths medical that the nurse reported the drip was started using the hosptial's equipment. Infusion is life-sustaining and therapy start date that listed as (B)(6) 2015.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump displayed system fault error. The patient was already in the intensive care unit for difficulty in breathing. It is unknown if the reported fault occurred with while in use with the patient. It was reported that it is unknown if the reported event had any patient adverse effects.